Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - inspection of the returned unit shows that the lock has rotational and lateral movement, and a residue buildup was present. To resolve the issues, new components were added to replace worn internal parts and general cleaning, and maintenance were performed. Root cause - the complaint is confirmed via inspection of the unit. The unit needed cleaning and replacement of worn parts. The probable root cause is routine use and wear. No corrective action is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that during posterior cervical fusion, the rocker arm of the mayfield modified skull clamp (a1059) slips and does not stay in place. The incident occurred after the 3 point fix was placed and the patient was flipped and the head kept slipping; the 3 point fix was switched out to a gardner wells tong while the patient's head was suspended. There was no patient injury. Additional information: 1. Was there a delay in surgery due to product problem? Answer: yes 2.1 if yes, how long in minutes? Answer: 15-20 minutes. 3. When placing the skull clamp, if you were to draw an imaginary line between the single pin and the rocker arm swivel point, did that imaginary line pass through an axial center of the skull? Answer: I would assume yes. I am not sure. 4. Did each pin engage the cranium in a perpendicular approach? Answer: yes, surgeon even tried to tighten it to see if it would help and the head angle still slipped.